Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was not known. Customer advised to revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces.